Manufacturer narrative:
(B)(4) date sent: 4/16/2026 b3: unknown; captured as awareness date d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: has the patient been tested for allergies to metal/titanium alloy? If yes, can we please have the results? Would the surgeon like a call with ethicon? Was there an ulcer in the stomach prior to resection/the procedure? What were the indications for surgery? What surgical procedure was performed? Was the staple line visualized endoscopically during the initial surgical procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that approximately 2 years ago, the patient took surgery for gastrointestinal stromal tumor with local resection (judged as laparoscopic endoscopic cooperative surgery, since the mucosa was also resected). About one year ago, the patient experienced hematemesis. Endoscopic examination revealed an ulcer at the staple line. The ulcer was not getting smaller. (There is also possible that this is ulcer at the same site.) Although it has slightly decreased in size with ppi therapy despite negative helicobacter pylori infection status, it has not completely disappeared. The doctor asked whether this could be due to a foreign body reaction or allergy to the staples and is seeking the opinion. The doctor also asked whether there have been similar cases reported. The detailed information such as patient¿s name, exact timeline, and the exact product used is currently unclear. The cartridge color was gold. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/4/2026. Additional information was requested, and the following was obtained: 1st follow up sent to bq: has the patient been tested for allergies to metal/titanium alloy? N/a. If yes, can we please have the results? No. (Allergy testing was not performed.) Would the surgeon like a call with ethicon? No. Was there an ulcer in the stomach prior to resection/the procedure? No. What were the indications for surgery? Local resection of a gastrointestinal stromal tumor (gist). What surgical procedure was performed? Lecs (laparoscopic and endoscopic cooperative surgery). Was the staple line visualized endoscopically during the initial surgical procedure? Yes. The staple line was visualized endoscopically, and an ulcer was observed near the staple line.